Event description:
When the stretcher's side rails are lowered, the bottom of the side rail hits the regulator valve knob on the oxygen cylinder that is located under the stretcher. This action creates an unsafe mechanical shock hazard for the cylinder. Compressed gas cylinders and their regulators are supposed to be located so that they are protected at all times from being struck by other objects.